Manufacturer narrative:
(B)(4). The analysis results found that the el314 device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon functional testing of the device, the instrument loaded, retained and deployed 6 clips as intended. The instrument was fully functional and conforming to our manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: were the clips retrieved from the patient after they fell off the tissue? Yes, they were. Was the procedure altered due to the retrieval of the clips? No, the procedure was not altered. What was the shape of the clips? The two legs of the clips were not aligned and were slightly crossed. Was there any bleeding due to the clips not staying on the tissue?- there was no bleeding as the surgeon noticed the problem and used alternative clip applier. If so how much bleeding? N/a. Was a transfusion required? If so how much blood products did the patient receive? No. Blood transfusion required. At what firing did the issue occur?- it occurred several times throughout the procedure from the very beginning. Was there any torqueing or twisting during firing? No. Torquing or twisting, the user is familiar with the product and has been using similar devices in many procedures over the years. Did the clip fully advance into the jaws of the device prior to firing? Yes it did. In the event it stated that this has happened before in different procedure? They did complain that they have had trouble with this applier for a while. Have the other procedures been reported? No, but there is no specific information about a particular procedure. They are not happy with the clip applier¿s performance in general and compared to previous devices they have used noticed that this device is not performing as well as it is supposed to.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure the clips repeatedly fell off while the surgeon was trying to ligate vessels. The clip applier did not close the clips in a proper manner and the legs of the clip did not align well. As a result the clips did not provide the required security and some fell off at which point the surgeon had to use an alternative clip applier. He also stated that this particular clip applier has performed poorly on other occasions and he cannot rely on it to secure vessels. No patient consequences reported. Device has been discarded.